Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties, could not be determined. A conclusive cause for the reported patient effect of tissue damage, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. (B)(4).

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional arteriogram procedure. Reportedly, the vessel locator wings of the starclose were unable to be collapsed and the device became stuck. The device was eventually able to be removed with the vessel locator wings open as the access ports and safety release were both used and the vessel locator wings did not retract. The device was removed without any surgical intervention. Vessel damage occurred due to the device being removed with the vessel locator wings open and a covered stent was placed to treat the vessel damage. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.